Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 02-apr-2020.

Event description:
The customer reported the unit's blower motor stalled. The service technician noted a blower stalled error code in the significant event log. The remote service technician advised when set pressure above 0, the rpm (revolutions per minute) is 3000. Per the service manual, if the rpm does not increase above 3000 to replace blower assembly. The remote service technician provided the customer with the part ID (identification) for blower assy. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 16jul2020 b4: (B)(6)2020 a blower motor assembly was returned for analysis. Visual inspection of the blower motor assembly noted dust on unit turbine. Turbine rotor is obstructed. Cannot physically rotate turbine. An investigation was performed and the reported problem was physically observed. The blower is stalled due to internal obstruction of the rotor caused by an electrical short between coils a and c and electrical open between coils b and c. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 02jun2020 b4: (B)(6)2020. The customer confirmed the unit is repaired, the customer replaced the blower which resolved the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.